Manufacturer narrative:
One e0510 cord was received for evaluation. Visual inspection found the insulation around the plug had melted. The device failed hipot testing around the damaged insulation. The customer reported the e0510 cord was used with an 8mm intuitive attachment and believed the cord may not have been fully plugged in leading to arcing and sparking. The e0510 is designed to fit a standard 4mm diameter instrument connecting pin. Using the e0510 with an attachment the cord is not designed for can result in product damage. The investigation identified the root cause of the reported event to be attributed to the user error.

Event description:
The customer reported that the product was attached to an 8mm intuitive attachment. Biomed concludes that the cord was not fully connected by staff to the attachment, therefore allowing space for arcing. There was no patient involvement. During medtronic's initial investigation of the returned device it was found that the plastic molding was melted and deformed. The device failed hipot testing around the melted area.